Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the lot number/part number information was unavailable. Based on the information reviewed, a definite cause for the reported death, fever, endocarditis and recurrent mitral regurgitation could not be determined. It is likely that these were related to the patient¿s condition and/or the procedural conditions, but this cannot be conclusively determined. The reported dyspnea and fatigue were cascading effects of the reported recurrent mitral regurgitation. The reported patient effects of dyspnea, recurrent mitral regurgitation, fever, endocarditis and death as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated. The UDI is unknown because the part number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other patient/cases are reported on separate medwatch MFR numbers. (B)(4).

Event description:
It was reported through an article, identifying an (B)(6) year old female who underwent a mitraclip procedure to treat severe degenerative mitral regurgitation (mr) with flail p2 scallop. One clip was implanted. Four months post procedure, the patient presented with fatigue, dyspnea, and chills. Blood cultures grew enterococcus faecalis sensitive to ampicillin. Repeat transesophageal echocardiography (tee) showed a 1.2 cm x 0.6 cm mobile echodensity associated with the left atrial aspect of the mitraclip consistent with vegetation with recurrence of severe mitral regurgitation. Given the patient¿s advanced age, comorbidities and poor functional class, surgical mitral valve replacement was not deemed appropriate. The patient exhibited rapid clinical decline and expired shortly thereafter. Details are listed in the attached article, titled "enterococcus faecalis infective endocarditis following percutaneous edge-to-edge mitral valve repair," no additional information was provided.